Event description:
Patient's mother contacted dexcom technical support to report that patient has been experiencing an allergic reaction to the sensor pod's adhesive since (B)(6) 2013. The skin irritation typically lasts between 7 and 10 days to subside. Patient has sought medical advice and was recommended the use of a secondary wound dressing. At the time of her call to dexcom technical support, patient's mother reported that patient was benefiting from secondary wound dressing.